Event description:
It was reported that the pump stopped all insulin delivery. The customer had not tested her blood glucose level at the time of the report. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer had alternate insulin therapy available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.